Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-12240; related manufacturer reference number: 2017865-2021-12241. It was reported that the patient had an unspecified infection. The pacemaker system was explanted. The patient condition was unknown.